Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had white residue in air water channel on both sides. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.